Manufacturer narrative:
The technician recalibrated the head hi/low limits to repair the bed.

Event description:
Information received indicates the head section will not go up or down and the bed will not go into the chair position.